Event description:
It was reported that a dexcom g7 sensor paired to the ilet system remained in pairing mode and then presented a pairing failed alert, consistent with an intermittent communication failure associated with electrical and magnetic components, including the antenna; the user later observed blood glucose data on the pump and the cgm menu displayed ¿stop or replace sensor.¿ symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite a reported intermittent communication failure related to electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that no problem was detected and user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.